Event description:
Baxter (B)(4) received a report of an infusor that had overinfused during patient therapy. The concomitant medical products are currently unknown. The therapy was expected to last 42.5 hours and the total fill volume was 85 ml. However, the actual flow rate of the device was reported to be 15ml/3.5hrs. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation by baxter. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir but with a connected patient control module (pcm). Visual examination showed no signs of physical abnormality on the infusor or pcm. An accuracy flow test was performed on the infusor for 19.2 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated basal flow rate = 1.92 ml/hr, bolus flow rate = 1.81 ml/hr. Normalized basal flow rate = 1.97 ml/hr, bolus flow rate = 1.86 ml/hr. Specified range for both basal and bolus flow rates = 1.75-2.25 ml/hr. A functional test was also performed on the pcm resulting in an average dispensed volume of 1.89 ml (specified range = 1.80-2.20 ml). The infusor and pcm both produced functional results within their specification ranges; the devices performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this product is not distributed in the us and does not have a 510(k) number.